Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped operating and the blade stopped spinning. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual trigger housing from the device involved in this event was returned for evaluation. The trigger housing was visually and functionally evaluated. Functional tests involving the main housing could not be performed. The returned trigger housing operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.